Event description:
Caller reported occlusion alarms. There was no adverse impact to the caller¿s blood glucose level. Customer removed the site and tubing and attempted to resume insulin, however, occlusion alarms continued. Despite these recurrent alarms, caller was advised to load a new, empty cartridge and deliver a 9-unit bolus, which completed successfully. The customer continued to use the pump supplementing with inhaled insulin while a replacement pump was sent.